Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally crushed the ilet in a car door after it fell from their belt, resulting in a cracked, nonfunctional screen and loss of display function. Symptoms included no changes in blood glucose control and no adverse clinical effects. Outcomes included continued therapy using backup options without alarms or hospital care. Investigation included collection of event details and coordination of device return for assessment. Investigation of this device revealed physical damage to the device enclosure and screen consistent with accidental external impact, with the failure isolated to the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a device malfunction.